Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient reported the cycler prompted with m30 balloon valve leak warning messages during step 5 of setup, the patient was not yet connected during the cycler alarms. The patient was able to press ok and moved foward in setup and treatment. A review of the patient¿s treatment records identified that the patient drained 3819 ml during drain 4 of 4 of treatment. This drain volume is 191% the patient's largest prescribed fill volume of 2000 ml. The patient was connected during the incident. As a result of the iipv event, a new cycler was issued to the patient. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using the cycler pending delivery of the replacement cycler. The patient has received a new cycler which is working well and continuing with pd therapy without issue.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient reported the cycler prompted with m30 balloon valve leak warning messages during step 5 of setup, the patient was not yet connected during the cycler alarms. The patient was able to press ok and moved forward in setup and treatment. A review of the patient¿s treatment records identified that the patient drained 3819 ml during drain 4 of 4 of treatment. This drain volume is 191% the patient's largest prescribed fill volume of 2000 ml. The patient was connected during the incident. As a result of the iipv event, a new cycler was issued to the patient. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using the cycler pending delivery of the replacement cycler. The patient has received a new cycler which is working well and continuing with pd therapy without issue.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. Valve actuation test ¿ passed. System air leak test ¿ passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.